Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference or/and user testing with expired test strips (over 4 month), the strips vial opened over 4 months, it is not recommended per user guide instructions.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 135mg to 150 mg/dl. On (B)(6) 2016 at 01:54pm, a blood test was performed by the customer fasting and produced test result of 207 mg/dl. The customer reported symptoms of dizziness at the time of this blood glucose test. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently not taking medication to manage diabetes. The product is stored in the office. The test strip lot manufacturer's expiration date is 02/15/2017 and open vial date is more than 120 days; therefore, the test strips are expired. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.